Manufacturer narrative:
Implant has not been returned for eval. Manufacturing records review demonstrated that the device met all applicable manufacturing specifications.

Event description:
Pip component was removed for reasons unk. Copy of medwatch report was received by ascension orthopedics on (B)(4) 2009.